Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing got disconnected from site overnight and blood glucose was noticed in the morning. The infusion had been used for three days for first issue (dated overnight (B)(6) 2023) and less than 12 hours for second issue (dated (B)(6) 2023). Therefore, they tried to treat it with bolus via pump, but on (B)(6) 2023, the patient first went to emergency room due to high blood glucose level. The highest blood glucose level was over 400 mg/ dl and in emergency room it was in the range of 130-139 mg/dl. During hospitalization, the patient received fluids of saline, insulin, zofran for nausea and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. No further information was available.